Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Added: b5.

Event description:
(B)(6) 2011: exactech implant were removed during the revision. Tibial loosening of the exactech.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in the attune revision set that both screw drivers were broken. The instrument can tighten something but can¿t undo the black handle spins.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Exactech implant were removed during the revision. Reason for revision is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: regarding loan attune revision set. The product was not returned to depuy synthes, however photos were provided for review. See attachment [b2b361c5-f0b4-47c4-b451-3a5d96e0c0a4.jpeg, f59c488d-32aa-420f-a2e2-114d9ee6bf6c.jpeg, 76dfc68b-b0bb-4c0f-a0c9efe70ea242c2.jpeg]. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: a3 and b5.

Event description:
Additional information received in regards to the images clarification: it¿s just the drivers that have the issue. ¿1. Please note both screwdrivers are broken. You can tighten something but can¿t undo the black handle spins. Please make sure these are taken out of the sets before going to a revision case. 2. Instruments were left assembled due to this. 3. Only one femoral bushing please add the second.¿ the other images were to show that the components were unable to be separated as the driver handle was defective. Additionally - there was only x1 femoral bushing in the tray where there is meant to be x2. They were requesting an addition of the second one. No allegation of fault against any of the items in images 2-5.